Event description:
It was reported that intermittent occlusion alarms occurred. As a result, customer went to the emergency room (ER) on 08/05/2025 with a blood glucose (bg) level of 400 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer continued to use pump for insulin therapy.